Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b bi-ventricular pacemaker 2005 (B)(6); 4965-35 x 2 epicardial pacing leads 2005 (B)(6); 4965-50 epicardial pacing leads 2005 (B)(6). (B)(4).

Event description:
It was reported that there was oversensing, high thresholds, high lead impedance and a possible lead fracture in the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.